Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: replacement from textured to smooth implant (ruptured observed during surgery).

Event description:
Patient reported "removal from texture to smooth due to the concerns of the product". Healthcare professional later reported "rupture observed during surgery". This record is for the left side. Device was explanted and replaced. Device will not be returned.